Event description:
Pt received radio-frequency treatment on the face. Upon removal of the gird (temporary ink transfer of skin markings in a grid pattern) at the completion of the treatment burn marks were observed on the left forehead. A few days post treatment burn marks appeared on the pt's jawline and neck. Pt treating the burns with aloe vera, fusidic acid cream and vitamin e to minimize scarring. The neck burns have resolved. The jawline burn is improving but still not recovered. The forehead burn is hypopigmented, depressed and in the physician's opinion will scar. Pt was not sedated with any oral medications and reported to be comfortable (no intolerable heat sensation feedback from the pt) during treatment. Reported that good skin contact was maintained throughout treatment and nothing unusual noticed with the tip throughout treatment.

Manufacturer narrative:
The tip and data care were returned for evaluation. Nothing significant was noted in the data card review. No problems or defects were found with the tip. The tip surface and dielectric are intact.